Manufacturer narrative:
The cartridge was discarded and not available for evaluation. A photo was provided for evaluation which confirmed the luer connection was broken. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "make sure mated luer-connectors are secure but do not over-tighten, especially when connections are wet.".

Event description:
A report was received on 18 jan 2023 from the nurse at a critical care facility regarding a patient with unspecified pathology, who stated the cartridge luer connector broke during a continuous renal replacement therapy (crrt) treatment and blood could not be returned to the patient on (B)(6) 2023. Additional information was received on 26 jan 2023 from the nurse who stated there was no adverse impact related to the event and no medical intervention required.